Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, bowel problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent partial excision of mesh implant on (B)(6) 2003 and on (B)(6) 2003 due to erosion of the mesh implant, pain and failure of the synthetic mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.